Manufacturer narrative:
Lung placement is a known risk of any nasogastric tube placement procedure.

Event description:
On (B)(6) 2016: an (B)(6) female in ltach s/p CABG x 3. Feeding tube inserted, x-ray shows it in right main stem; removed the re-inserted. 2nd x-ray shows it in the right pleural space. Removed and chest tube inserted. Nothing was administered in the above tube.